Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to be interrogated via radio frequency telemetry. Additional testing indicated that radio frequency chip was working fine. The patient will continue to be monitored with inductive telemetry transmitter. The patient was stable before, during and after the event.